Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent, when investigational results are available.

Event description:
The customer reported his meter had been turning on then off and as a result of being unable to test, he experienced seizure and his wife called the paramedics. When paramedics arrived his blood glucose was 22 mg/dl according to paramedic's meter. They treated customer intravenously with "sugar" and transported him to a local hospital, where he was diagnosed with hypoglycemia. The customer stated he did not remember what treatment was given at the hospital.